Event description:
In a right coronary case for in-stent restenosis, it was reported that the cutting balloon had a cracked y-site and also a perforation on the balloon which resulted in an air embolus. It was reported that another cutting balloon was pulled which failed to maintain pressure. At that point, a conventional balloon was used to treat the in-stent restenosis.